Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported problem was identified during the event history log review (as a low uf alarm). Visual inspection was performed with no issues found. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects and malfunctions were found with the device. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.